Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc adapter / connector defective / damaged (B)(6) 2025 9:40 a.m. When the nurse rounds on the child found that the indwelling needle heparin cap at the bubbling bulging, immediately given to stop the infusion, replace the heparin cap after the liquid can be normal input, did not cause harm to the child, reported the relevant device adverse events.

Manufacturer narrative:
1. DHR/bhr review (lot#4128133): 1) the products of this batch were assembled at intima ii auto line 4 in may 2024 and packaged at cfs package line in may 2024. Work order quantity was 132,000 ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the prn batches used in this batch of products are 4113270, 4113271 and 4137231. Review the raw material inspection records, no abnormalities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken, and the appearance of the prn is checked, and no bulge is found. The 45psi leakage test is conducted on the sample, and the test result shows that there is no leakage at the prn. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no complained sample is received, the defect of the prn cannot be analyzed, and the state of the prn bulging is unidentifiable, so the root cause of the bulge in prn cannot be determined. The plant will continue to track this issue.

Event description:
No additional information is available.